Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced discomfort and the device was not working as intended. The physician revised the device. There were no additional patient complications reported.